Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was stated that the error 1871 occurred, and the battery cover was lost. The reported issues were confirmed. The root causes of the events ere an anomaly in the component (the gear motor, the motor revolution detection sensor). And they will be replaced with known good ones. Review of event log found errors (error code 1870 and 1871). Review of service history found no service within the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error code 1871 occurred, and the battery cover was lost. Per reporter, this occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.